Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2006 and a mesh was implanted. The patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-01227. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat vaginal vault prolapse, complex pelvic floor relaxation, urodynamic stress incontinence. It was reported that the patient underwent the concurrent procedures of bilateral sacrospinous fixation, vaginal enterocele, rectocele and cystocele repair, extraperitoneal vault suspension, cystourethroscopy during mesh implantation. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, recurrence and dyspareunia. It was reported that patient underwent revision/removal of sling, anterior/posterior repair, removal of vaginal graft, urethral lysis, and intraurethral injection on (B)(6) 2012 due to mesh erosion, obstructive voiding, stress urinary incontinence and symptomatic pelvic prolapse. No additional information was provided. (B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.